Manufacturer narrative:
The cello balloon guide catheter was returned for analysis and upon visual inspection the balloon was found to be torn at the proximal marker band. The inflation port was found to be still attached to the balloon lumen hub. No issues were found with the main hub lumen. The balloon lumen hub was found to be cracked. No kinks or bends were found with the catheter body. No other anomalies were observed. Upon completion of the device analysis a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the preparation, the cello balloon was noted to be leaking when it was inflated. No patient injury occurred. The device was used and prepared per the instructions for use (IFU). Evaluation of the returned device found that the balloon was found to be torn at the proximal marker band.

Manufacturer narrative:
The cello balloon guide catheter (model: 1610090 lot: 5600437) was returned for analysis within a shipping box; within a sealed biohazard bag and within a sealed plastic bag. The total length of the cello balloon guide catheter was measured to be ~100.3cm. The useable length of the cello balloon guide catheter was measured to be ~91.8cm. The inflation port was found to be still attached to the balloon lumen hub. No issues were found with the main hub lumen. The balloon lumen hub was found to be cracked. No kinks or bends were found with the catheter body. Upon visual inspection the balloon was found to be torn at the proximal marker band. An unsuccessful attempt was made to inflate the balloon as a leak was detected at the balloon lumen hub. No other anomalies were observed. If information is provided in the future, a supplemental report will be issued.